Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the drainage catheter was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst percutaneous drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the drainage catheter was allegedly fractured and splits. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, one photo and one video were provided for review. The photo shows the complete view of the drainage catheter loaded with cannula kept on the surgical table. Thread was noted on the catheter hub. The video shows the partial view of a clinician holding drainage catheter. The distal end of the catheter noted to be pigtailed. No anomalies were observed. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter connector fracture issues for both the devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (medical device catalog #, medical device lot #, medical device expiration date, unique identifier (UDI) #), e1, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.